Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging forked end of test strip will sometimes split when inserting strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.